Event description:
It was reported that the ventilator alarms were intermittent and did not work properly. It is unknown if the ventilator was connected to a patient when the reported problem occurred.